Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits, showing only 4 months remaining. The power consumption was at 83% usage. Technical services reviewed device data, and confirmed that the power consumption is increasing in a gradual fashion, which appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. The data indicates with a high likelihood that there is sufficient reserve for the device to maintain normal therapy functions for 90 days. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned energen ICD was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was not recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued a field safety notice regarding a subset of cognis/teligen devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the low voltage capacitor advisory population however, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits, showing only 4 months remaining. The power consumption was at 83% usage. Technical services reviewed device data and confirmed that the power consumption is increasing in a gradual fashion, which appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. The data indicates with a high likelihood that there is sufficient reserve for the device to maintain normal therapy functions for 90 days. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits, showing only 4 months remaining. The power consumption was at 83% usage. Technical services reviewed device data and confirmed that the power consumption is increasing in a gradual fashion, which appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. The data indicates with a high likelihood that there is sufficient reserve for the device to maintain normal therapy functions for 90 days. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis. The investigation is currently in progress.